Event description:
It was reported that the tip of the handpiece snapped off and splashed fluid into a nurse's eye. It is not known whether the fluid was just saline or fluid containing blood. The patient in the surgery was reported to have hepatitis c so the nurse's eye was flushed immediately and a blood test was done. There is no problem reported thus far, but the nurse will continue to get regular blood draws to confirm that she did not contract hepatitis c.

Manufacturer narrative:
The lot number provided could not be confirmed by the account as the lot number involved in this incident. The device was not returned for evaluation therefore the claimed failure could not be confirmed. A photo was provided showing the same type of tip but the photo did not show the failure. Batch records for the lot number were reviewed and found to be satisfactory.